Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. It was found to have a defective dso seal. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the screen was scratched. There was unknown patient involvement and unknown patient harm/adverse event reported. Investigation results found a damaged dso seal.